Event description:
The customer reported via phone call that they had a keypad anomaly. The customer stated the buttons ramped up their numbers. The customer also stated, the act button was unresponsive while attempting to bolus. Customer's blood glucose was unknown at the time of incident. The customer could not recall any significant events leading to the keypad issues. Customer also reported experiencing unexplained high blood glucose between 250 mg/dl and 300 mg/dl. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No unexpected number scrolling noted. All buttons functioned properly. However, the insulin pump had corroded keypad traces. The insulin pump passed displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test. The insulin pump was received with cracked reservoir tube lip, minor scratches on display window, cracked case at display window corner, cracked battery tube threads and scratched reservoir tube window.